Event description:
The patient came in for treatment of pcom. During the procedure, the surgeon used stent. However, it could not put in prowler select plus microcatheter. Changed to another one to complete the procedure. Additional information received from the affiliate indicated that it was verified prior to insertion that stent was contained within the outer sheath/introducer of the system and resistance was encountered during advancement. The guidewire port was flushed as outlined in the IFU prior to loading on the guidewire. The sheath used was 6f envoy and a boston guidewire. The microcatheter used was prowler select plus. The stent separated and stretched within the microcatheter but successfully withdrawn from the patient. There was no additional intervention and no additional force or manipulation was performed to retrieve the stent. There were no damages on the microcatheter that may have contributed to the event. No patient injury reported.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
With additional information received, it was reported that there was no damage to the stent or delivery wire and that the entire device was removed from the microcatheter without injury and serious injury is remote. Therefore, after further review, the event does not meet the criteria for reporting.